Event description:
It was reported that during a self-test of the programmer it incurred an error. The error was cleared by taking out the battery and re-inserting it. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.